Event description:
It was reported that the guide wire had been used and then removed from the patient. When attempting to use the wire again, the distal end of the wire (possibly the coating) had come off the wire core. There was no resistance advancing or removing the guide wire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The complaint device was returned for investigation and the wire separation was confirmed, as the ribbon was separated but still intact to the tipball. Based on visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Sem lab analysis and the results concluded that the core failure may have been attributed to ductile overload. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.